Event description:
Reference number (B)(4). Event took place in the united states it was reported that, the patient faced seven infusion sets's leakage event on (B)(6) 2025. The leakage was at the quick release. Infusion set was in use for 2-3 days. No further information available.

Manufacturer narrative:
Initial and final (B)(4) device 3 of 7. E1: patient city: (B)(6). Patient country: (B)(6). H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.